Event description:
The valve was explanted due to acute thrombosis. A sjm 25mj-501 was then implanted.

Manufacturer narrative:
Source of info written report (fer form) based on phone conversation between st. Jude medical heart div product surveillance manager and clinical fer administrator, and cvor lead tech, on 4/9/1998. Description of event on 8/5/1994, dr. Implanted 27 mm mitral st. Jude medical mechanical heart valve (model 27mec-102). On 3/29/1998, dr. Explanted this valve due to acute thrombosis. 25 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 25mj-501) was then implanted. Per st. Jude medical territory manager, dr. Stated that it was possible pt may not have been compliant with her anticoagulant therapy. Results of investigation valve was received in st. Jude medical heart valve div fer analysis laboratory in st. Jude medical product return kit, in dry state. Outer portion of sewing cuff had been cut away, leaving winding sutures exposed. Outer portion was not returned; however, inner portion which remained attached to carbon orifice was brownish-gray in color, and contained small amount of whitish tissue on inflow side. Carbon surfaces of valve were covered in dried substance appearing to be blood and/or body fluids. Right leaflet was fractured into at least two pieces (portion of straight edge was not returned). Left leaflet remained intact and housed in orifice, exhibiting normal mobility. Chip fragment was observed in right inflow rim of orifice. Chip fragment was returned for analysis. This fracture damage was most likely caused at explant, due to fact event reported involved thrombosis rather than fracture damage. Valve was chemically sterilized and forwarded to independent pathologist for gross morphological examination. Dr. Titus stated that at time of his examination, sewing cuff appeared to have been cleaned of most of normal tissue reactions. Small amount of normal fibrous tissue was present on one surface; this did not create any abnormal reactions. No tissue was observed in the recessed pivot areas, and no thrombotic material was identified during this examination. Valve was cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surfaces of leaflets and orifice. As previously mentioned, left leaflet was fractured into at least two pieces. Larger of two returned pieces consisted of right ear, approximately one-sixth of straight edge, and approximately two-thirds of major radius. Smaller piece consisted of left ear, approximately one-fifth of straight edge, and approximately one-third of major radius. Missing portion of leaflet consisted of remaining middle section of straight edge. Right leaflet contained multiple scratches on outflow side, located near straight edge as well as near center of leaflet. Previously mentioned chip fragment observed in right inflow rim of orfice was noted to extend down into sewing seat of orifice.